Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual eval. But it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs.

Event description:
Stent was implanted across hilar stricture. After deploying y-stent, doctor went in with biliary stent to stent the right hepatic duct unfortunately in spite of repeated dilation with both biliary balloon dilators and with sohendra dilators up to 10 fr they could not stent the right hepatic duct as the stent did not open at all.

Manufacturer narrative:
As a result of analysis of returned device, outer sheath was not detached; stent was loaded; curve was found on the stent loaded part. Deployment was tried in the state without pressure and it worked well without any resistance. MDR was done by this firm since it was regarded as expansion fail when complaint was received. However, it did not match with complaint description when confirming returned device. It was confirmed deployment fail via further inquiry. It is considered that outer sheath was curved due to patient's lesion during procedure and deployment was tried in that situation based on our test result with returned device, on which deployment was succeeded in the state without pressure. It is regarded that it felt strong resistance due to curved and kinked outer sheath; it caused deployment failure since outer sheath was detached. It is being monitored for the equivalent complaints received. The suspected device is not registered to us FDA and it has not been shipped into the us.